Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that due to an alleged keypad button damage and channel error, the door assy of the thirty four large volume pump modules were replaced. There was no reported patient involvement.

Event description:
It was reported that due to an alleged keypad button damage and channel error, the door assy of the thirty four large volume pump modules were replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the lvp door assemblies with keypad being replaced due to error code 210.6020 and keypad damage was evaluated. External inspection was performed on lvp door assemblies with keypad (qty 34 p/n 49000438). During external inspection, lvp door assemblies with keypad (qty 34 p/n 49000438) showed signs of flex cable damage. Cracked and broken plastic was observed on 31 of the 34 returned lvp door assemblies with keypad and considered an incidental find. Test results identified lvp door assemblies with keypad associated to s/ns (B)(6) had keypad button failures. The keypad buttons that failed were restart, pause and channel select and channel off. No faults found during functional testing on 24 out of 34 lvp door assemblies with keypad. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only lvp door assembly with keypad was provided for investigation.